Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generators header. The physician was able to insert the lead into the header with additional force. The lead was tested and all electrical parameters were within range. The lead and device remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).